Event description:
A customer called beckman coulter regarding a discrepant urine test result from a pt. The customer indicated that a pt had a urine sample tested with an icon 25 hcg test kit and the hcg result was negative (-). The pt was diagnosed as being pregnant in 2003 at another facility. This facility has a policy of performing hcg in every new pt regardless of the pt history. The physician examined the pt and was able to hear a fetal heartbeat. The customer indicated that the pt was "showing" and that the pt's delivery date was 2004. There has been no change to pt treatment that can be attributed to this event.